Event description:
Cardiac catherization attempted through left brachial artery due to lack of pulses in pt's legs. After putting the sheath in and attempting engagement of right coronary artery, the sheath became kinked and folded back on itself. The catheter also kinked and was unable to be removed. Surgical removal and brachial artery repair required. This report was prepared pursuant to the requirements of the smda, and is inadmissable as evidence, and is not an admission of liability.